Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was dropped. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no reported adverse impact to the customer¿s blood glucose level.